Manufacturer narrative:
(B)(4). Foreign matter. One sample of a 10ml luer-lok syringe from batch 4284530 was provided to our quality team for investigation. Upon evaluation, an unknown dark particulate was observed inside the fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4284530. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 302995, batch#: 4284530. It was reported that the syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Incident or problem information xxx reference number (ID):(B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2025. Type of incident/problem: defect (observed prior to use). Level of harm: no effect - did not reach patient/person -- detected before use or does not touch patient before use. Incident details: bd 10 ml syringe. When drawing up sterile water, noted small black particulate in the syringe. The black particulate were not noted in the sterile water vial. Device information: device name/description: syringe luer lock tip 10ml. Manufacturer: manufacturer code/model: 302995. Serial or lot number: (B)(6). Expiry date: 2029-09-30. Supplier/catalogue number: 308-302995. Is the device retained? Yes. Number of devices: 1. Wiped, contained, labelled? Device was clean or not used. Investigation request: expected type of investigation: actual device tested; lot review.